Manufacturer narrative:
Date rec¿d by MFR : 17may2019, date of report : 12jun2019. The primary speaker was received for evaluation. A visual inspection revealed that the wiring detached from the speaker body. The winding wire was severed from solder connection on main connector wiring substrate. The solder substrate was severed from the speaker body. The primary alarm speaker failure was caused by mechanical damage to speaker winding/connector wire join. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. The field service engineer (fse) visually inspected wires on speaker connected to pm pcba board and confirmed broken speaker wires on the speaker connected to pm pcba board. The fse replaced speaker connected to pm pcba board. Performed all required tests per philips' manual. Unit passed all tests successfully. Returned unit to service.

Event description:
Philips field service engineer (fse) reports broken speaker wires. No patient/user harm reported. Event date not specified; estimate used.